Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent lower pelvic pain after essure placement") in a 22 year-old female patient who had essure inserted (lot no. B82473) for female sterilisation. The patient had a medical history of postpartum state as recent as (B)(6) 2014, parity 3 and multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. (B)(6) 2014 - hsg exam: bilateral radiopaque micro-inserts in the pelvis. There was bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of micro-inserts are satisfactory position bilaterally. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further adverse event case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: pif received. Reporter information, product stop date, action taken with drug, reporter causality comment added. Removal surgery added to pelvic pain. Annex f updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the patient had persistent pain for months since essure placement. Although the hysterosalpingogram (hsg) showed satisfactory position, the presence of a foreign body in the fallopian tubes may cause this pain. Therefore, this lower abdominal pain was considered related to essure. Neither hospitalization nor surgical intervention was reported hence this case is regarded as non-incident. Initially the report had no valid lot number. Therefore, it was not possible to confirm any quality defect or device malfunction. This information was provided in the last follow up. A new technical product complaint analysis was provided with a valid lot number. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent lower pelvic pain after essure placement") and abdominal pain ("severe abdominal pain") in a 32 year-old female patient who had essure inserted (lot no. B82473) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state as recent as (B)(6) 2014, pelvic pain, parity 3 and multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), mood swings ("mood swing"), migraine ("migraine"), heavy menstrual bleeding ("excessive bleeding during menstruation") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coils, bilateral salpingectomy.). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, heavy menstrual bleeding, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.837 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: history: pelvic pain. Technique: grayscale transabdominal and endovaginal pelvic ultrasound. Findings: uterus: 9.4 cm in sagittal dimension and 5 x 5 cm in axial dimension. The uterus is inhomogeneous in echogenicity. No discrete focal abnormality is identified. There are linear echogenic structures along the right and left margin of the uterus. These may represent essure devices. Endometrial stripe: 0.53 cm. There is a small amount of fluid along the endometrial canal. Ovaries: the left ovary measures 2.3 x 1.6 x 2.8 cm in size. There are small follicles at the ovary. There is blood flow to the ovary the right ovary measures 3.5 x 2.1 x 2.3 cm in size. There are small follicles at the right ovary. There is blood flow to the ovary. Adnexa: no adnexal masses are identified. There is prominent vascularity identified within the pelvis. Impression: 1. No significant abnormality of the uterus. 2. Findings which likely represent essure devices along the margins of the uterus. Recommend clinical correlation. 3. No significant abnormality of the ovaries. 4. Prominent vascularity within the pelvis. This is nonspecific but could be associated with pelvic congestion. 5. Small amount of free fluid (B)(6) 2014 - hsg exam: bilateral radiopaque micro-inserts in the pelvis. There was bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of micro-inserts are satisfactory position bilaterally. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-dec-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the patient had persistent pain for months since essure placement. Although the hysterosalpingogram (hsg) showed satisfactory position, the presence of a foreign body in the fallopian tubes may cause this pain. Therefore, this lower abdominal pain was considered related to essure. Neither hospitalization nor surgical intervention was reported hence this case is regarded as non-incident. Initially the report had no valid lot number. Therefore, it was not possible to confirm any quality defect or device malfunction. This information was provided in the last follow up. A new technical product complaint analysis was provided with a valid lot number. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent lower pelvic pain after essure placement") and abdominal pain ("severe abdominal pain") in a 32 year-old female patient who had essure inserted (lot no. B82473) for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of postpartum state as recent as (B)(6) 2014, pelvic pain, parity 3 and multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. An unknown time later she experienced abdominal pain (seriousness criteria medically important and intervention required), mood swings ("mood swing"), migraine ("migraine"), heavy menstrual bleeding ("excessive bleeding during menstruation") and vaginal haemorrhage ("spotting"). The patient was treated with surgery (diagnostic laparoscopy, removal of essure coils, bilateral salpingectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, heavy menstrual bleeding, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: 01jan2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.837 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: history: pelvic pain. Technique: grayscale transabdominal and endovaginal pelvic ultrasound. Findings: uterus: 9.4 cm in sagittal dimension and 5 x 5 cm in axial dimension. The uterus is inhomogeneous in echogenicity. No discrete focal abnormality is identified. There are linear echogenic structures along the right and left margin of the uterus. These may represent essure devices. Endometrial stripe: 0.53 cm. There is a small amount of fluid along the endometrial canal. Ovaries: the left ovary measures 2.3 x 1.6 x 2.8 cm in size. There are small follicles at the ovary. There is blood flow to the ovary the right ovary measures 3.5 x 2.1 x 2.3 cm in size. There are small follicles at the right ovary. There is blood flow to the ovary. Adnexa: no adnexal masses are identified. There is prominent vascularity identified within the pelvis. Impression: no significant abnormality of the uterus. Findings which likely represent essure devices along the margins of the uterus. Recommend clinical correlation. No significant abnormality of the ovaries. Prominent vascularity within the pelvis. This is nonspecific but could be associated with pelvic congestion. Small amount of free fluid. On (B)(6) 2014, hsg exam: bilateral radiopaque micro-inserts in the pelvis. There was bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of micro-inserts are satisfactory position bilaterally. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further adverse event case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The most recent follow-up information incorporated above includes data received on: 14-nov-2023: upon internal review case (B)(4) and (B)(4) duplicate of each other hence case no. (B)(4) deleted from argus database. Events" severe abdominal pain, excessive bleeding during menstruation, mood swing, migraine, spotting" has transferred from deletion case to this retention case (B)(4). All the source documents, reference number, e2b company number transferred to the retention case. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the patient had persistent pain for months since essure placement. Although the hysterosalpingogram (hsg) showed satisfactory position, the presence of a foreign body in the fallopian tubes may cause this pain. Therefore, this lower abdominal pain was considered related to essure. Neither hospitalization nor surgical intervention was reported hence this case is regarded as non-incident. Initially the report had no valid lot number. Therefore, it was not possible to confirm any quality defect or device malfunction. This information was provided in the last follow up. A new technical product complaint analysis was provided with a valid lot number. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("persistent lower pelvic pain after essure placement") in a 32 year-old female patient who had essure inserted (lot no. B82473) for female sterilisation. The patient had a medical history of postpartum state as recent as (B)(6) 2014, pelvic pain, parity 3 and multigravida. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the day of essure insertion, she experienced pelvic pain (seriousness criterion intervention required). Essure was removed on (B)(6) 2016. The patient was treated with surgery (diagnostic laparoscopy, removal of essure coils, bilateral salpingectomy.). At the time of the report, the outcome of the event was unknown. The reporter considered pelvic pain to be related to essure administration. The reporter commented: discrepancy noted in date(s) of insertion: (B)(6) 2015 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.837 kg/sqm. [Ultrasound pelvis] on (B)(6) 2016: history: pelvic pain. Technique: grayscale transabdominal and endovaginal pelvic ultrasound. Findings: uterus: 9.4 cm in sagittal dimension and 5 x 5 cm in axial dimension. The uterus is inhomogeneous in echogenicity. No discrete focal abnormality is identified. There are linear echogenic structures along the right and left margin of the uterus. These may represent essure devices. Endometrial stripe: 0.53 cm. There is a small amount of fluid along the endometrial canal. Ovaries: the left ovary measures 2.3 x 1.6 x 2.8 cm in size. There are small follicles at the ovary. There is blood flow to the ovary the right ovary measures 3.5 x 2.1 x 2.3 cm in size. There are small follicles at the right ovary. There is blood flow to the ovary. Adnexa: no adnexal masses are identified. There is prominent vascularity identified within the pelvis. Impression: no significant abnormality of the uterus. Findings which likely represent essure devices along the margins of the uterus. Recommend clinical correlation. No significant abnormality of the ovaries. Prominent vascularity within the pelvis. This is nonspecific but could be associated with pelvic congestion. Small amount of free fluid. On (B)(6) 2014: hsg exam: bilateral radiopaque micro-inserts in the pelvis. There was bilateral tubal occlusion at the cornua (bilateral grade I tubal occlusion). The proximal and distal ends of micro-inserts are satisfactory position bilaterally. Quality-safety evaluation of ptc: for essure: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is a known, possible, undesirable event and not indicative of a quality deficit per se. No further adverse event case reports have been received to date in relation to the reported batch. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: reporter and patient information,medical history,lab data,removal date,non drug treatment addded. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In this case, the patient had persistent pain for months since essure placement. Although the hysterosalpingogram (hsg) showed satisfactory position, the presence of a foreign body in the fallopian tubes may cause this pain. Therefore, this lower abdominal pain was considered related to essure. Neither hospitalization nor surgical intervention was reported hence this case is regarded as non-incident. Initially the report had no valid lot number. Therefore, it was not possible to confirm any quality defect or device malfunction. This information was provided in the last follow up. A new technical product complaint analysis was provided with a valid lot number. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Further information is expected.